Event description:
It was reported that eight years after implant, the patient needed a higher pressure regulating balloon (prb). The patient underwent a surgical procedure in which his 61-70 prb was removed and replaced with a new 71-80 prb without any issues. The device is functioning as designed. There were no patient complications.